Manufacturer narrative:
Medwatch number: mw508096. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery procedure with mentor¿s breast implants (unk_saline implants) has experienced lymphadenopathy. The patients has also reported unexplained systemic symptoms, which included but not limited to fatigue, anxiety depression, stress, muscular and joint pain, neurasthenia, paraesthesia, hair loss, memory loss, fever, sweating, sleeping disorder, mental concentration impaired cognitive and dermatological symptoms. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the right side.

Manufacturer narrative:
On 3/21/2019, upon receive of med watch form, new information updated as far as patient name and the address. Date "of" implantation updated to (B)(6) 2001. Manufacturer¿s reference number: (B)(4).